Event description:
It was reported that during a routine device replacement procedure, the physician was unable to turn the setscrew of the implantable cardioverter defibrillator (ICD)nd remove the right ventricular (rv) lead. It was noted the grommet had to be removed and the setscrew was then completely removed with a screwdriver and the rv lead was pulled with force to be disconnected from the device. The ICD was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis indicated that the returned device had a damaged connector. Analysis also indicated that that the returned device had a loose/detached grommet and that the grommet was damaged. The analyst noted that the right ventricular (rv) block was found with rv grommet missing, with tool marks found on the header and the grommet was damaged on both the top and bottom sides. Analysis of the device also found that the setscrew was loose/detached, had a rounded socket, was damaged and covered in foreign material. The analyst noted that the setscrew was also missing from the rv block and was found with rounded corners, damaged threads and foreign material in the setscrew socket and on the threads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the physician was unable to turn the setscrew of the implantable cardioverter defibrillator (ICD) and remove the right ventricular (rv) lead. It was noted the grommet had to be removed and the setscrew was then completely removed with a screwdriver and the rv lead was then able to be disconnected from the device. The ICD was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.